Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that that a patient developed an allergic reaction. The patient's physician prescribed hydrocortisone cream. The patient also removed the lifevest to allow the area to heal. Follow up indicated that the area healed and the patient ended use.